Event description:
On (B)(6) 2015, the reporter contacted animas alleging, the insulin on board (iob) was not calculating correctly into the bolus total. The reporter stated that the iob was 5.93 with a blood glucose (bg) target range of 120 +/- 10mg/dl. A test bg reportedly was entered for 150mg/dl and the amount of carbohydrates entered was 10g; the pump reportedly recommended 2.00 units of insulin. The patient reportedly experienced a blood glucose (bg) measurement of 310 mg/dl with symptoms of, ¿sticky tongue¿ and strong, fruity breath odor. The pump reportedly was requested back and replaced: however, the patient remained on the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged iob issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the returned battery cap and returned cartridge cap were used to complete testing. The pump was powered on with vibratory and audible features appropriately functioning. An ezcarb bolus was calculated using similar settings obtained from the reported complaint: insulin on board (iob) 5.94units; bgt 120 +/- 10mg/dl; blood glucose (bg) 150mg/dl; carbohydrates 10grams. The pump recommended the correct amount of units to bolus, 2.0u bolus. Since the bg entered was above the bg target range, the iob will not be subtracted from the ezcarb bolus. The total daily insulin delivery correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within the required range and delivering accurately. The reported complaint was unable to be duplicated during investigation.